Manufacturer narrative:
The event product was returned to applied medical for investigation. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports will retract away from the tissue bag and the tissue bag will fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Cer 1 of 2: (B)(4): refers to retrieval bag fell off in the patient. Cer 2 of 2: (B)(4): refers to 2nd one had difficulty. Retrieval bag fell off in the patient opened a 2nd one and had difficulty. In the end we ended up using a 10ml bag. Are any samples available for return? Yes. Injuries or adverse event: no. Additional information received via email from [nurse] on tuesday, 2apr2019: no injury. Event date was on (B)(6) 2019. The procedure was a robotic assisted lap chole. Unsure if both devices are from the same lot. Concomitant devices was the applied 5mm retrieval bag. Bag was open, was not able to cinch bag closed, tried pulling back on plunger and was told the stick snapped, was able to get the item out with the assistance of a 10mm bag. Content was within the bag when the bag fell off the prongs. The user pulled back on the handle prior to pushing the handle forward to deploy. The plunger/actuator was pressed forward towards handles, then retracted, and then re-advanced. Unsure if there was an attempt to unroll the bag. Unsure if the bag was fully deployed. Patient status: no patient injury. Type of intervention: was able to get the item out with the assistance of a 10mm bag.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Cer 1 of 2: (B)(4): refers to retrieval bag fell off in the patient. Cer 2 of 2: (B)(4): refers to 2nd one had difficulty. Retrieval bag fell off in the patient ¿ opened a 2nd one and had difficulty. In the end we ended up using a 10ml bag. Are any samples available for return? Yes. Injuries or adverse event: no. Additional information received via email from [nurse] on (B)(6) 2019: no injury. Event date was on (B)(6) 2019. The procedure was a robotic assisted lap chole. Unsure if both devices are from the same lot. Concomitant devices was the applied 5mm retrieval bag. Bag was open, was not able to cinch bag closed, tried pulling back on plunger and was told the stick snapped, was able to get the item out with the assistance of a 10mm bag. Content was within the bag when the bag fell off the prongs. The user pulled back on the handle prior to pushing the handle forward to deploy. The plunger/actuator was pressed forward towards handles, then retracted, and then re-advanced. Unsure if there was an attempt to unroll the bag. Unsure if the bag was fully deployed. Patient status: no patient injury. Type of intervention: was able to get the item out with the assistance of a 10mm bag.